Manufacturer narrative:
(B)(4). According to the field, the device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general replacement procedure, the right atrial (ra) setscrew of this device would not loosen easily. After several attempts, the setscrew eventually loosened and the ra lead was able to be removed from the header. There was no damage to any products noted and the device was explanted. There were no adverse patient effects reported.